Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 10.0 mmol/l, 19.0 mmol/l, and 33.0 mmol/l (mobile system) and 4.0 mmol/l (aviva expert system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) this medwatch report is for the suspect device used in system 2 (lot number and expiration date was not provided). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.